Event description:
The customer received questionable thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3) results for an unknown number of patient samples. The customer tested the patient samples on a cobas 8000 e602 analyzer on an unknown date. As part of the investigation, the samples were tested on a modular pe analyzer, a cobas e411 analyzer and a centaur analyzer (clia). Of the data provided for 10 patient samples, only the results for four patient samples were discrepant. Information concerning which result was reported outside the laboratory was requested, but was not provided. No adverse event was reported. The reagent lot numbers used by the customer were not provided. The tsh reagent used on the modular pe analyzer was 179138 with expiration date april 2015. The tsh reagent used on the cobas e411 analyzer was 179137 with expiration date march 2015. Refer to the medwatchs with patient identifiers (B)(6) for the free thyroxine (ft4) and free triiodothyronine (ft3) assays.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Four patient samples were submitted for investigation and an interference factor to streptavidin could be identified in three of the four samples. This interference is documented in product labeling. A specific root cause could not be identified for the fourth samples. Further clarification of the difference in the results received is not possible with available methods and the current state of the art.